Event description:
A ventilator was returned to a third-party service center for preventative maintenance. The device was not in patient use. During the evaluation of the device at the third-party service center, the device failed a test step during testing. The device's sensor board was replaced to address the issue. Additionally, the front enclosure, keypad, rear case, top plate, filter duct, obm housing, base enclosure, handle & porting block were replaced due to cracks & damage, not related to the malfunction.